Event description:
Dr was performing t&a, cauterising (m) tensil. Dr stated that the "cautery tip caught on fire." Cautery tip was replaced and camps finished with no either incident reproted. Dr stated that inside of mouth had small burn area" did not break skin. This was a oxygen risk area.